Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm during rewind. There were multiple motor error alarms in the history. The customer's blood glucose level was unknown, but was reported to be normal. No further details were provided.